Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level exceeded 500 mg/dl, with specific values unknown but noted as "high." The customer took corrective action by administering a correction bolus via the pump. Reportedly, the customer changed the infusion set and cartridge to resume insulin delivery.